Event description:
The customer reported to olympus that the video system center was broken and had stopped working. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The event occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information has been added to the following fields: b5, d9, e1, e2, e3, h4, and h6. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the serial digital interface connector pin was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause could not be determined due to the malfunction could not be identified. Olympus will continue to monitor the field performance of this device.